Event description:
The screw fractured while being inserted into the femoral tunnel. All visible particulate was retrieved from the patient. There was no patient injury and a short delay (approx 5 minutes) was reported.